Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/22/2020.

Event description:
The customer reported a ventilator with an oxygen device failed alarm. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.